Event description:
It was reported that a patient underwent a gynecological procedure in 2008. The patient had a large uterus with multiple fibroids. During the procedure, the blade on the disposable hand piece stopped turning and the lights flickered on motor drive unit. A second disposable hand piece was used to successfully complete the case with no adverse patient consequences.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.